Manufacturer narrative:
(B)(4). Evaluation: one suture of product code j422, lot pdz770 was received for analysis. During visual inspection of the sample, rough suture could be observed along of the strand. In addition, body fluids were found, and the needle was cut from suture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of performance fraying suture intra-op is rough defect. The reported complaint is observed. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a nissen fundoplication on (B)(6) 2019 and suture was used. The suture began to unravel while sewing. It was removed and a similar device was used to complete the case. There were no adverse patient consequences.